Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a leak in the tubing of the device. It was explanted and replaced.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for analysis. A separation with abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. Based on examination of the returned product, it was concluded that while in-vivo the pump exhaust tubing abraded. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6)2019 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.